Manufacturer narrative:
Analysis of the cable found the jacket had separated near the connector exposing the shield wire. No bare conductors were exposed. A continuity test revealed a short from pin 1 of the usb cable to the shield. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that when setting up for a case the site was getting a fault on their axiem box. Site switched systems for the upcoming case. Site noted that the cable was frayed and there were exposed wires on the green cable going to the axiem box.